Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector, such that the connector was unable to secure a cable. The customer was advised to return the device for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the plastic ring in the atrial connector of the epg was broken and that the leads would fall off. It was further noted that the hanger hook was broken/missing. The epg was returned for service.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comments that both output connectors were broken. Hanger was broken off, batteries received with the device were mismatched. One battery was at 1.4 volts no load. The other battery was at 0.9 volts no load (also corroded). There were two 820 errors, the main printed circuit board (pcb) was out of specification (electrical), upper case was contaminated, lower case whole battery drawer was corroded, both output connectors were discolored, two case screws and the hanger screw were contaminated, both wires on the liquid crystal display were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.